Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported his cycler alarmed during dwell 2. He discontinued treatment. In the morning when the cassette door was opened the patient found fluid had leaked. The patient was advised to contact his pd nurse. The set was retained and is being made available for evaluation. During follow up the patient reported that he had no complications from this event. No adverse event reported at this time.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. During visual examination two holes in close proximity to each other were found on the center of the cassette membrane. Microscopic inspection shows two small holes. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.